Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed and incomplete molding at the patient line¿s borla clamp was noted. No cracks were observed on the cassette. Clamp function test was performed however the clamp could not be adjusted to the closed position due to incomplete molding on the sample received. The sample failed to meet product specification for the reported condition. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was cracked and the white clamp of the tube appeared to be "melted". This was observed before use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.